Event description:
A customer obtained errneously high controls with actin fs lot 527263. Erroneously prolonged aptt test results have been observed with abnormal citrol controls and patient samples. There were no adverse health consequences to the patient; treatment was not prescribed or altered based on the erroneously high controls. (Note: customer unable to provide date of event).